Event description:
Healthcare professional reported rupture on the right side. The device status is unknown at this time.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
It has been determined that the event of rupture is no longer reportable. The event of capsular contracture baker grade ii is not reportable. The record is not reportable.

Manufacturer narrative:
The record is no longer reportable.